Event description:
Initial and follow-up information received on 23-aug and 26-aug-2010 from a consumer, respectively was processed together. This non-serious spontaneous case report from poland, upon medical review, was upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female patient who received poly-l-lactic acid (sculptra) therapy on four occasions: (B)(6)2009. No additional treatment details were mentioned. Relevant medical history and concomitant medication information were not mentioned. After the second treatment of poly-l-lactic acid ((B)(6)-2009), the patient developed two papules on her face. These nodules were injected with saline. In spite of these papules, two additional treatments were given. During her last visit, the physician attempted to inject the papules with "physiological saline with anesthetic" and recommended massage of the injected areas. Unfortunately, these measures were without effect. The patient has 20-30 papules throughout her face the size of a grain of pepper. Action taken: unknown. Outcome: unknown. A ptc (pharmaceutical technical complaint) was initiated: (B)(4).